Event description:
Since I started using tandem t:slim x2 insulin pump, I have had bent cannula at the insertion sites for more than a dozen times in a year. This caused my blood sugar levels hike up to more than 500, causing ketoacidosis. Please investigate into this and hope they can better the design. Feel bad cause of ketoacidosis in body. FDA safety report ID # (B)(4).